Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1cpxe, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported the patient¿s stimulation moved and they had a loss of therapy. The rep noted the patient fell which may have led or contributed to the issue. The rep noted the lead was replaced and the issue was resolved at the time of the report. The rep stated the patient fell and the lead fractured and stimulation moved and became unsuccessful and a new lead was placed on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received as patient weight is still unknown.